Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the customer had low blood glucose level. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. Customer decline for troubleshooting for low blood glucose level and the display did not return. The insulin pump will be returned for analysis